Event description:
Piece of deflection cover fell off in pt's bladder during cystoscopy. Able to retrieve the piece. Metal part was exposed when pulling scope out of pt. There is no report of pt injury.